Event description:
It was reported that there were concerns of a premature battery depletion(pbd) for pacemaker device. The battery longevity dropped from 2.5yrs to 5 months in approximately 12 months. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion(pbd) for pacemaker device. The battery longevity dropped from 2.5yrs to 5 months in approximately 12 months. Data analysis confirmed that the power consumption seems to be at normal level and the device appears to be depleting normally. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem. Data analysis confirms that this is normal battery depletion.